Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had a lead fracture. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing which resulted in an inappropriate shock. The rv lead was programmed off and then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6) ICD implanted: 2009(B)(6). (B)(4).